Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3550-39, product type: accessory. Product ID: 3550-39, product type: accessory. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6)2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A consumer reported via the manufacturer¿s representative (rep) they were seen in (B)(6) 2016 for a device reset after an overdischarge. However, on (B)(6) the consumer further reported ¿it just stopped working.¿ there were no falls or other events reported related to the event. The rep. Was unable to troubleshoot with the implantable neurostimulator (ins) because it was dead so it was unable to be interrogated. The entire system was then explanted and replaced with an MRI safe system which resolved the issue.

Manufacturer narrative:
Analysis of the lead (s/n: (B)(4)) found that the device was found with broken conductors on the stim lead distal end. Analysis of the implantable neurostimulator (s/n: (B)(4)) found that the device had a reduced battery capacity due to overdischarge fdc pertains to the lead (s/n: (B)(4)) and fdc pertains to the implantable neurostimulator (s/n: (B)(4)) fdm pertains to the lead (s/n: (B)(4)) and implantable neurostimulator (s/n: (B)(4)). Fdr pertain to the implantable neurostimulator (s/n: (B)(4)) and fdc pertain to the lead (s/n: (B)(4)). Information references the main component of the system and other applicable components are: product ID 3550-39, product type accessory. Product ID 3550-39, product type accessory. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.

Event description:
The consumer reported that the first implant was broken, stopped working, and was not serving its purpose. This all happened 2 years ago in 2015. The patient stated that they replaced everything. Relevant medical history includes spinal pain.

Manufacturer narrative:
Fdc pertains to the lead (s/n: (B)(4)). Fdc no longer applies. Information references the main component of the system and other applicable components are: product ID 3550-39, product type accessory. Product ID 3550-39, product type accessory. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.